Event description:
The customer alleged a false positive result generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged a potential false positive result using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021, the customer reported that they observed for run# 112 a sars-cov-2 positive result for a patient sample analyzed on the cobas liat system (s/n (B)(4)). Patient sample collection method was not provided. There was no allegation of harm to the patient. It is unknown if the results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Instrument is performing as expected not recommended to send analyzer for repair. (B)(4)

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(6)) was not requested for return for evaluation and repair. From the inspection, it was identified a minor tube leakage was observed on run number 111 with an impact on the mentioned run number 112. Following runs were not affected. A second minor tube leakage was observed on run number 249 (invalid) with no impact on the following results. The analyzer performs as expected and it is recommended that the customer keeps using this device. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)